Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
The customer reported that the m540 at bed mhia5 in ward 43 suddenly lost its profile while in patient use. The customer saw that the alarm sound was off for ECMO, and that other alarms were turned on that were not wanted by the user. There was no report of adverse patient impact or death.

Event description:
The customer reported that the m540 at bed mhia5 in ward 43 suddenly lost its profile while in patient use. The customer saw that the alarm sound was off for ECMO, and that other alarms were turned on that were not wanted by the user. There was no report of adverse patient impact or death.

Manufacturer narrative:
Upon review by technical support, the logs show no unintentional changes of profile. The logs show that the profile gets reloaded after a discharge of a patient, which is normal behavior. The logs show that the user enabled the extracorporeal membrane oxygenation (ECMO) on the m540 monitor at about 12:36 on (B)(6). This information was provided to the field service engineer. The device had been downgraded to vg7.1.1 and a "fresh profile" was loaded onto the device. There was no device malfunction found.